Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the frame screw threads were stripped. The base of the unit was recommended for replacement. No report of patient involvement.

Event description:
The hospital reported the caster wheel fell out of the unit during transport between facilities. There is no report injury.